Event description:
It was reported that the patient was experiencing ineffective therapy with their scs system. Diagnostics indicated that all the contacts of the lead have high impedances. As a result, surgical intervention may take at a later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.